Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 17-jul-2023. H.6. Investigation summary: it was reported extenders have broken. To aid in the investigation, sixteen physical samples and one photo was provided for evaluation by our quality team. A visual inspection was performed, and a pull was performed to the union of the tube to the valve. The tubing detached as was mentioned by the customer. The photo provided shows the tube was detached from the valve junction of the component. A device history record review was completed for provided material number 394926, lot 2214525. According to the documented records, the product was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. There were no nonconformance(s), capas or abnormal conditions noted at the time of production. At the time of the DHR review, there were no changes to the process and/or equipment that would have affected the manufacturing of the device. Maintenance records were also reviewed, and no problems were found. A notification was issues to the personnel about the defect. A follow up for our control plan was mentioned which requires a visual inspection of material during the assembly process. Based on the investigation, bd was able to confirm the customer¿s indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10

Event description:
It was reported that 6 of the bd connecta¿ broke and leaked. The following information was provided by the initial reporter, translated from french to english: " at least 6 extenders have broken in two days during injections, on the scanner or even by hand on the x-ray. We notice that even when there is no pressure problem, there starts to be a leak between the hose and the valve, we feel a fragility / instability during the injection. No patient harm."

Event description:
It was reported that 6 of the bd connecta¿ broke and leaked. The following information was provided by the initial reporter, translated from french to english: "at least 6 extenders have broken in two days during injections, on the scanner or even by hand on the x-ray. We notice that even when there is no pressure problem, there starts to be a leak between the hose and the valve, we feel a fragility / instability during the injection. No patient harm."

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.